Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to confirm the reported needle mechanism failure or to determine its root cause. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose level reached 15 mmol/l (270 mg/dl) while wearing the pod between 5 and 24 hours. The pod reportedly was coming loose from the infusion site, causing the cannula to dislodge. When removed, the patient noted that the cannula was visible, but the pink slide had not moved forward, indicating a needle mechanism failure occurred. No treatment information was provided. The pod has been discarded.